Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device indicated battery needed replacement and would not power up. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device indicated battery needed replacement and would not power up. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned. Physio-control evaluated the customers device and verified the reported issue. Physio-control determined a short circuit on capacitor designator c178 on the digital pcb assembly was the cause of the reported issue. The device was destructively tested. The customer received a replacement device.